Event description:
The advocate stated his wife ran a blood glucose test that was not stored in the memory of the contour next link. No adverse event alleged. The advocate was asked to return the meter for investigation. A replacement meter was sent to the customer.